Event description:
It was reported that log file captured intermittent low flow events between 04may2024 and 12may2024. It was also noted a no external power and other associated alarm types on 04may2024. This was caused by power to mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event. Additional information stated patient was admitted and their white power cable was functionable when connected to power module but when switched over to batteries, the white cable did not detect a power source. Multiple batteries and clips were attempted, and gold strips were also cleaned on the said equipment. Additional log files contained abnormal power cable disconnects on white and black power leads on 25may2024. It was also noted that 14 volt patient cable was reading below 14 volts on the same system controller. The log also contained intermittent low flow alarms on 09may2024, 10may2024 and 12may2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and no external power alarms were able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 23 days ((B)(6)2024 ¿ (B)(6)2024 per timestamp). Atypical power cable disconnect alarms intermittently occurred on (B)(6)2024 from 21:27:19 ¿ 22:57:45 and additional no external power alarms were active on (B)(6)2024 from 21:27:19 ¿ 21:28:53 and 21:30:47 ¿ 21:30:47 ¿ 21:30:59. The alarms occurred while the controller was connected to the power module. The alarms occurred during power source exchanges between the power module and battery power. The backup battery was able to provide power to the system during the no external power events. The alarms cleared once the controller was reconnected to power. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking if the alarms resolved, if the controller was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.